Event description:
The report received indicated that there was contamination inside the packages. It was reported that it is a normal fluid from the production of the sheaths. However, the customer wants to know which fluid it could be. There was no damage to the packaging which was sterile. The contamination was noted after opening the packages. There was no damage to the devices. The products and the packaging will be returned for analysis. Addendum ((B)(4) 2012): products were received that did not match the lot numbers in the complaint. Clarification was obtained that no information was available. Therefore, these products were also added to the complaint.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.this is one of 11 devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00954, 9616099-2011-00955, 9616099-2011-00956, 9616099-2011-00957, 9616099-2011-00958, 9616099-2011-00959, 9616099-2011-00960, 9616099-2011-00961, 9616099-2012-00048, 9616099-2012-00049 and 9616099-2012-00050.

Manufacturer narrative:
The report received indicated that there was contamination inside the packages. There was no damage to the packaging which was sterile. The contamination was noted after opening the packages. There was no damage to the devices. One non sterile 4 fr sheath introducer was returned inside its tray. The tray was received fully open. Contamination (fibers) was found attached to the gasket and cap. Medical fluid was found on the gasket. The foreign material attached to the cap and gasket was sent to ftir analysis to determine the composition of this foreign material (fibers). The fibers found on the returned unit could not be isolated; therefore the identification of these fibers could not be performed. Review of lot 14062280 revealed no anomalies during the manufacturing and inspection processes. No units were rejected during the final assembly of this lot. The fluid reported by the customer was confirmed. However, this fluid (medical fluid mdx) is added to the gasket during normal manufacturing process with the intention to make smother the interaction between the gasket and the vessel dilator. No corrective action will be taken for the reported fluid on the unit since this fluid is part of the normal process of the manufacturing process. The foreign material (fibers) found on the cap during analysis, the cause or place were the unit became contaminated could not be determined since the unit was received fully open. Ftir analysis was not capable to determine the composition of the foreign material. No corrective action will be taken at this time since as there are no indications that the foreign material is related to manufacturing process. The most probable cause of the reported contamination on the product may be related to external factors to the manufacturing process as exhibited in the ftir analysis. The fluid reported by the customer was confirmed. However, this fluid (medical fluid mdx) is added to the gasket during normal manufacturing process with the intent to make the interaction between the gasket and the vessel dilator smoother. No corrective action will be taken for the reported fluid on the unit since this fluid is part of the normal process of the manufacturing process. As the returned units were received fully open the cause or location where the unit became contaminated could not be determined. With the information available and because the returned units had been opened and therefore the timing of when and where the contaminate was affixed to the device is unknowable it is not possible to draw a clinical conclusion between the device and the event. However, the most probable cause of the reported contamination on the product may be related to factors external to the manufacturing process as exhibited by the ftir analysis. This is one of 11 devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00954, 9616099-2011-00955, 9616099-2011-00956, 9616099-2011-00957, 9616099-2011-00958, 9616099-2011-00959, 9616099-2011-00960, 9616099-2011-00961, 9616099-2012-00048, 9616099-2012-00049 and 9616099-2012-00050.